Manufacturer narrative:
Additional parts involved in event:part no. Lot no. Description exp. Date mfg. Date14-405044 006710 ti-double lead cortical screw 04/30/2017 04/20/2007;14-405056 287890 ti-double lead cortical screw 10/31/2017 11/09/2007.

Event description:
It has been reported that screw would not gain purchase with the bone.patient outcome: no adverse affect reported as a result of this event.